Manufacturer narrative:
Date of event: unknown, not provided, but the best estimate date is between (B)(6) 2018. It was indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device cannot be completed. A review of the device history record, labeling, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. (B)(4). All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a zct150 15.5 diopter intraocular lens was implanted in the patient's operative eye on (B)(6) 2018. It was later explanted on (B)(6) 2018 because the lens power was incorrect. There was no incision enlargement and the replacement lens was the same model, but different diopter of 14.0. Reportedly, the patient is doing well. The explanted lens is not being returned. No additional information was provided.